Manufacturer narrative:
The insulin pump was received with intermittent frozen display, no button response, and constant audio alarm tone. The problem was isolated to the motherboard. The pump was unable to perform the displacement, rewind, basic occlusion, and occlusion, prime and excessive no delivery test due to frozen display. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 350 mg/dl. The customer stated that the pump is beeping and she could not cancel it. The customer stated that she changed the battery and the pump only showed the date and version number. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.